Event description:
It was reported that difficulty advancing guidewire; guidewire stuck occurred. During a pulse field ablation procedure, the farawave catheter was prepared without issue and successfully used in three of the four pulmonary veins. While repositioning the catheter from the right superior pulmonary vein (rspv) to the right inferior pulmonary vein (ripv) and deploying from basket to flower configuration, resistance was encountered in the merit guidewire. Attempts to advance the guidewire within the left atrium were unsuccessful. Upon withdrawal of the farawave catheter from the patient; it was noted that the guidewire remained stuck and was damaged. The procedure was completed successfully.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation.